Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading at the time was 187 mg/dl. Reporter mentioned possible exposure to moisture. Advised that the insulin pump will be replaced and returned for analysis. Nothing further reported.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.